Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the mother believes the customer's high glucose was not caused by the insulin pump; it was due to lack of maintenance. The mother stated that she can not reach her son to get more information.